Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the device evaluation and the complaint investigation. Despite good faith efforts being made, additional information was not able to be obtained. The device was evaluated where an additional potential adverse event was confirmed: electrical part was not good which caused the screen to become noisy the reported event was not confirmed as the scope was not microbiologically tested by olympus. Based on the results of the investigation of the noisy screen, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.